Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation of concomitant product: 6947, implantable tachy lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead had varying and intermittent high pacing impedance. An x-ray was performed anda connection issue was identified. The ventricular lead connector pin was not inserted far enough in the connector block. A revision was done and a loose connection between the rv lead and implantable cardioverter defibrillator (ICD) was confirmed. The lead was completely inserted into the connector, setscrew tightened, and the issue was reported as solved. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.